Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the device was subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and replaced prophylactically. No device malfunction was observed. The patient was stable.

Manufacturer narrative:
The device was returned for evaluation. As received, the device was at normal range of operation. Visual examination of the device was performed, and there were no anomalies noted after all electrical testing was performed the device exhibited normal device characteristics with battery voltage above eri. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. The analysis indicated that no anomalies were found.